Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to "(B)(4)#vario twin, hl 20 5-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for (B)(4) #vario twin, hl 20 5-pumps base with catalog number (B)(6), which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that hl20 device displayed the error message "stop bub". The alarm stopped after restarting the device. The event occurred in china during treatment. No harm to any person has been reported. Complaint ID: (B)(4).